Event description:
It was reported that the symptomatic patient presented for interrogation. The ventricular lead exhibited noise and oversensing. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received - symptomatic.